Event description:
It was reported that during a stenting procedure in the left anterior descending artery (lad) with two xience v stents, one 3.5 x 18 and one 2.75 x 23, after deployment of the 2.75 x 23, a perforation was noted in the diagnonal branch bifurcation area of the lad. Two graftmaster devices were attempted, neither would seal the perforation due to the location. The physician chose to use embolization coils to occlude the vein graft. There were no additional adverse patient effects reported. The patient's condition is improving but remains hospitalized. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two graftmasters are being reported under separate medwatch report numbers. There was no reported product deficiency. The reported perforation is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.